Event description:
It was reported that the patient presented with backup mode operation on their pacemaker. The device was explanted and replaced on (B)(6) 2021. No information about patient status were reported.

Event description:
New information received notes that the backup mode operation on patient's pacemaker was observed during follow-up in clinic and the cause of the issue was due to device being at end of life. There were no patient consequences and the patient was in stable.